Manufacturer narrative:
The disposable soda lime was replaced and patient circuit was reseated to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, the unit failed the leak test. There was no reported patient involvement.